Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed power error. Customer's blood glucose was 122mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
Insulin pump was received not stuck in the manufacturing mode. Insulin pump passed sleep current measurement, active current measurement and displacement test. However, insulin pump trace download analysis confirmed the insulin pump alarmed power error. The power management tool confirmed power error was triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7v for 240 consecutive minutes due to non-sleep anomaly software error. Insulin pump was received with scratched case, pillowing keypad overlay, end cap address label missing, serial number label fading, serial number label peeling and minor scratched lcd window.